Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the patient received chemotherapy infusion on october 21. About ten minutes after the puncture was successful, the family members said that the drug liquid leaked from the infusion set. Then the nurse went to the bedside to observe and found that the mufei dropper was leaking out. It is estimated that the drug leaked about 15ml , stop the infusion immediately, and replace with a new light-proof infusion set. This incident has affected the treatment effect of the patient, and the patient was punctured a second time, causing secondary pain."